Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archives were received with multiple imaging exams. All the imaging scans displayed (B)(4) slices. One exam gave an error message "the scanning protocol of this exam is not optimal for use with navigation. Irregular slice spacing and missing slices. The reported issue could not be replicated.

Event description:
A medtronic representative reported that during electrode and probe placement, the patient was scanned with the nexframe attached. It was reported that a circle appeared on the screen and kept spinning. The imaging scan was displayed in the list but the older scan which the site used for navigation was displayed on the screen and the site was able to scroll through the exams. The circle on the screen was still spinning. The navigation options or the menu at the top left of the screen became unresponsive. Representative reported that the exam the site could manipulate was an older scan and not the most recent exam. A hard shut down was performed and the system was booted up, the planning was still present when the site entered into the same procedure. The exam that the site tried to transfer was present however it would not allow the site to move forward to navigate. The exam was transferred to navigation system manually but when the exam appeared on the navigation system, not optimal for stealth was displayed and there was an issue with the protocol. Following this, site selected the imaging exam in the images task and it displayed 194 slices but the exam was moved to merge it had 192 slices. Site finished merging and proceeded with navigation and it was accurate. The procedure was completed with the use of navigation. There was a delay of 10 minutes. No impact on patient outcome.